Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a d amaged grommet, foreign material on set screw, a set screw with a rounded socket, a damaged set screw and the analyst commented the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, while screwing the lead into the implantable pulse generator (ipg), the entire setscrew came out of the ipg. The ipg was replaced. No patient complications have been reported as a result of this event.